Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds, and high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. Subsequently, a revision procedure was performed, and it was determined that the ra lead had perforated the heart wall. The heart wall was repaired, and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high thresholds, high pacing impedances, and perforation.

Event description:
This supplemental report is being filed as the device evaluation was completed.